Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that the battery charged to (B)(6) and remained static. Customer disconnected and then reconnected pump to a power source and pump battery gauge increased to (B)(6). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from (B)(6) to (B)(6) while pump was charging. There was no impact to the customer's blood glucose level. Customer connected pump to a different power source and pump began to charge. A replacement usb cable was sent to the customer.